Manufacturer narrative:
The reported fast-fix 360 curved ndl delivery sys ¿ 72202468 intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. From the information provided, ¿during a procedure while pushing the second implant of the fast-fix, it got stuck inside the delivery handle and both implants needed to be removed¿. An exact root cause cannot be determined with confidence. Per the device instructions for use under warnings ¿do not bend the delivery needle¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported. No further investigation is warranted at this time.

Event description:
It was reported that during a meniscal repair of posterior third of meniscus, while pushing the second implant of the fastfix, it got stuck inside the delivery handle and both implants needed to be removed. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.